Event description:
It was reported the PICC-line was working well under treatment with cythostatic drugs, eloxation/flv. Suddenly there was stop in the catheter. Staff tried to use actilyse with no result. Staff pulled out the PICC and discovered that it was knicked.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter occlusion is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for evaluation. An infusion cap was returned attached to the solo hub. The catheter extended up to the 37 cm depth marker. Tactile evaluation of the catheter revealed it to preferentially kink near the 20 cm depth marker. An attempt to flush the catheter with water using a 12 ml syringe was unsuccessful and found the catheter to be fully occluded. A non-complainant wire was passed through the distal end of the catheter and an obstruction was observed near the 23 cm depth marker. The catheter was cut near the obstruction location and dried usage residue was found to be the occlusion material. Both the kink and residue are likely contributing factors for being unable to infuse and likely occurred during the use of the device. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redy0100 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy0100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC-line was working well under treatment with cythostatic drugs, eloxation/flv. Suddenly there was stop in the catheter. Staff tried to use actilyse with no result. Staff pulled out the PICC and discovered that it was knicked.